Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned ad investigated. A visual inspection was performed on the returned reader and damaged usb port ¿ pin 5 was completely damaged. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. A visual inspection was performed on the returned usb/charging cable and observed liquid contamination on the terminals of the usb data cable. The returned reader was further investigated and de-cased and observed burn mark on usb port . The reader placed it into test fixture to download log. An extended investigation has been performed. A visual inspection of the reader was performed deformation of the plastic enclosure was observed around the micro-usb port area. The micro-usb port showed signs of external overheating, and the internal part of the connector appeared damaged. One of the pins was visibly bent. Copper oxidation was observed on the returned rechargeable cable, indicating liquid contamination. The returned reader was brought to the bench to perform functional testing. A known good battery was used, and the reader successfully powered on. A self-test was performed, and all tests passed. Additionally, a power consumption test was attempted, however, due to the lack of communication required to send the necessary masterm command, it could not be completed. The presence of liquid contamination in the usb port could have caused a short circuit when the cable was plugged into the ac power, potentially leading to damage or burning of the connector. However, no burn marks or abnormalities were observed on the reader¿s pcba or near the battery, which suggests that the damage was not caused by a fire originating from the reader or its internal components. That said, there is clear evidence of liquid contamination in the usb port. Therefore, the issue is not confirmed due to liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.